Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set broke apart prior to connecting it to a patient. The following information was provided by the initial reporter: "filter set is breaking per the customer... Came apart when setting up, no leakage... No, came apart prior to connecting it to the patient"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-jun-2023 h6: investigation summary it was reported by the customer that the filter set is breaking could be verified in returned sample. Evaluation of the extension set shows that the tube got separated from the inlet of the filter. Further visual inspection shows the tubing is broken from the inlet. The samples were further examined under magnification where damage can be observed clearly at this location. Quality notification send to manufacturer. A device history record review for model 20350e and lot number 22099014 was performed. The search showed that a total of 17,603 units in 1 lot number was built on 07sep2022. A device history record review for model 20350e and lot number 22099070 was performed. The search showed that a total of 17,603 units in 1 lot number was built on 09sep2022. A device history record review for model 20350e and lot number 22099069 was performed. The search showed that a total of 17,603 units in 1 lot number was built on 07sep2022. A device history record review for model 20350e and lot number 22099068 was performed. The search showed that this list contains no data. A device history record review for model 20350e and lot number 22099098 was performed. The search showed that a total of 17,603 units in 1 lot number was built on 12sep2022. A device history record review for model 20350e and lot number 22099099 was performed. The search showed that a total of 8,803 units in 1 lot number was built on 13sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Supplier root cause investigation/corrective action plan: considering that there is no trend for pivot damaged issues, the purpose of this report is only to formally notify the supplier about the problem experienced by our customer. No additional actions are required by supplier. The root cause is unknown for this issue h3 other text : see h10.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set broke apart prior to connecting it to a patient. The following information was provided by the initial reporter: "filter set is breaking per the customer... Came apart when setting up, no leakage... No, came apart prior to connecting it to the patient"